Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The dr board malfunction occurred as the subject device was manufactured before the design changes were taken on dr board. Therefore, it is surmised that the image disappeared with older scope when using the evis exera iii. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty patient board set that required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image when connected to the maj-1430. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.